Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a metallic coiled essure device embedded in the cornu'), genital haemorrhage ('general abnormal bleeding') and nephrolithiasis ('bilateral kidney stone') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis, pelvic inflammatory disease, vesicoureteral reflux, hyperlipidemia, glucose low, uterine bleeding, fibrocystic breast disease, pyelonephritis, anal pap smear and anemia. Previously administered products included for prevent pregnancy: nuvaring from 2007 to 2008 and yaz from 2003 to 2006. Concurrent conditions included fractured coccyx, stress incontinence, kidney stone, vomiting, back pain and urinary incontinence. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression,/ psyh injury"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines/ headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced skin lesion ("rashes or skin conditions type: symptomatic large right labial skin lesion"). On (B)(6) 2013, the patient experienced nausea ("nausea"), 4 years 4 months after insertion of essure. On (B)(6) 2014, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced night sweats ("hormonal changes describe: night sweats") and mood swings ("mood swings"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), dizziness ("dizziness"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), metrorrhagia ("menorrhagia(bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary probs"), cystitis ("bladder infection"), vaginal infection ("vag. Infe"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neuro condit. /prob"), nephrolithiasis (seriousness criterion medically significant), the first episode of gastrooesophageal reflux disease ("acid reflux"), ovarian cyst ("ovarian cyst"), umbilical hernia ("umbilical hernia") and the second episode of gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression, skin lesion, nausea and dizziness outcome was unknown and the pelvic pain, night sweats, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, vision blurred, fatigue, alopecia, female sexual dysfunction, back pain, metrorrhagia, genital haemorrhage, dermatitis allergic, hypersensitivity, urinary tract disorder, cystitis, vaginal infection, gastrointestinal disorder, nervous system disorder, nephrolithiasis, ovarian cyst, umbilical hernia and the last episode of gastrooesophageal reflux disease had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nephrolithiasis, nervous system disorder, night sweats, ovarian cyst, pelvic pain, skin lesion, umbilical hernia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of gastrooesophageal reflux disease and the second episode of gastrooesophageal reflux disease to be related to essure. The reporter commented: current weight (B)(6) lbs. There are 3 coils visible on the left side and 2 am on the right side. Received treatment for pelvic pain, abdominal pain, back pain, bleeding, urinary probs, bladder problems, vag. Infect., gi conditions, neuro condit. /probs bilateral kidney stone, acid reflux, ovarian cyst, umbilical hernia, uti, dysmenorrhea, dyspareunia, migraines/headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55.79 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infections, menorrhagia, nausea, migraines, vaginal discharge, alopecia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: processed with follow up no-3. Pfs +mr received. Case becomes an incident. Injury event was removed. New events added(mr): metallic coiled essure device embedded in the cornua. New events added(pfs): pelvic pain,,night sweats, mood swings, abnormal bleeding, menorrhagia, uti, depression, symptomatic large right labial skin lesion, migraines/headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, blurred vision, dizziness, fatigue, hair loss. Outcome of the events abnormal bleeding, menorrhagia, night sweats, mood swings, dysmenorrhea, dyspareunia, migraines/headaches. Concomitant conditions, medical history, historical drugs, reporters and lab data, removal date were added. On 18-sep-2019: processed with follow up 02. New events added: apareunia, metrorrhagia, general abnormal bleeding, rash/skin condition, hypersensitivity, urinary probs, bladder problems, vag. Infect., gi conditions, neuro condit. /probs, bilateral kidney stone, acid reflux, ovarian cyst, umbilical hernia. Outcome of the events apareunia, metrorrhagia, general abnormal bleeding, rash/skin condition, hypersensitivity, urinary probs, bladder problems, vag. Infect., gi conditions, neuro condit. /probs, bilateral kidney stone, acid reflux, ovarian cyst, umbilical hernia, pelvic pain, uti, vaginal discharge, menorrhagia were recovered/resolved.. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.